Manufacturer narrative:
(B)(4). Additional information will be provided with investigation conlusion.

Event description:
It was reported to arjo representative that while the patient was transfer from the floor to the bed, the lift spreader bar separated from the lifting arm. The patient was positioned over the bed when the spreader bar detached from the device. The patient nor caregiver did not sustain any injuries.

Manufacturer narrative:
It was reported to arjo representative that during patient transfer from the floor to the bed, with the use of arjo maxi move device, spreader bar detached from the lifting arm. As a consequence of the event patient fall onto the bed. There was no injury reported. The customer indicated that the locking clip on spreader bar was defective - the malfunction was described as the spreader bar was not locked in place'. After the event, the charge nurse labelled the hoist as faulty and not to be used until it is repaired. The arjo service technician attended to facility for device evaluation. The device visual inspection showed that t-bar attachment was twisted. The service technician admitted that this kind of failure might only happened when the spreader bar is raised on the obstruction. As a correction action, the locking clip and t-bar were replaced. The spreader bar to t-bar attachment is called the lock & load system in the labeling of the maxi move lift. The lock & load system is designed so that, when the spreader bar is connected to the t-bar, only a manual lifting of the spreader bar would allow separation (detachment) of the spreader bar. Furthermore, during this manual lifting of the spreader bar, a secondary component called the retaining catch (part of locking clip) would need to be pushed in order to allow for the separation. This retaining catch is designed to prevent an inadvertent separation of the spreader bar due to an unintended upward force applied to the spreader bar. Moreover the device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. The devices are equipped with instruction for use (IFU) which provide information how to correctly use the device. The IFU for maxi move (001.25060.en rev.5) contains warnings: 'warning: if any doubt about the correct functioning of the maxi move, do not use it and contact the arjohuntleigh service department". "Caution: before and during operation of the powered dps spreader bar, ensure all obstructions are clear of the spreader bar, support frame and jib." "Always ensure the spreader bar is securely connected to the jib before starting to lift." The device has a design that clearly shows to the user when the spreader is and when it is not correctly engaged. A smiley face appears when the spreader bar is locked in place correctly. However, it was found under internal simulation that, under special conditions, if the locking mechanism is broken, the smiley face is present, but the locking clip could potentially be ineffective, if a certain sequence of events takes place. This involves a situation where: 1) transfer is at the final phase, 2) the dps is unloaded, 3) the locking mechanism is broken, 4) the spreader bar is lowered onto an object (such as wheelchair arm), 5) the dps topples over. Following information provided to complaint , it corresponds to above described sequence of events. This failure is easy to be recognized by the user if the lift is visually checked as required by the instructions for use (daily check to inspect external fittings is indicated to be mandatory in the care section of the IFU). Also, as per IFU, the user is obliged to check that the spreader bar is locked in place by trying to lift it without unlocking the locking mechanism. When the locking mechanism is broken, when the lock does not catch for other reasons or when the spreader bar is balanced on top of the t-bar -possibly in combination with other malfunctions and use errors - and the spreader bar is lowered onto an object (e.g. Bed, chair), the spreader bar will only topple over when it is pushed up and not held into position by the weight of the person in transfer, and not held back by an attached sling. In that case the spreader bar will topple away from the face of the person. To conclude, arjo maxi move passive lift played a role in the complaint issue as was used for a patient transfer when the event occurred. The device did not meet its performance specification because the spreader bar disconnected from the device's lifting arm. We report this event to competent authorities due to undesirable outcome (patient fall) associated with a use of a medical device.(spreader bar detachment during use).